Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the patient had a experienced an event with diabetic ketoacidosis. The reporter did not provide any additional information about the event at the time of the call. This complaint is being reported because of the allegation of a serious injury associated with use of the pump.